Event description:
A report was received that the patient experienced back pain which resulted in a neurological deficit. Back pain was moderate in severity. Stimulation was on at the time of this event. The patient was prescribed medication and device was reprogrammed. The event was not related to the study surgical procedure and related to the study device system stimulation. Event was recovering/resolving.